Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The drug regimen post implant was eliquis and aspirin. The patient was switched to aspirin and plavix at the initial follow-up and then plavix was stopped at 6-months. The 45-day post transesophageal echo (tee) and 6-month post computed tomography (CT) scan did not show any device related thrombus (drt). At the 1-year follow-up, the CT scan showed a large drt on the threaded insert of the device. The patient was restarted on eliquis with a plan to re-image in 6 months.